Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. No intervention was performed. The patient was in stable condition.